Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: smartablate generator (model# and serial # unknown). (B)(4).

Event description:
It was reported that a female patient in her 60s underwent an ablation procedure for atrial fibrillation with a thermocool® smarttouch® uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. After transseptal puncture and approximately 20 minutes into ablation in the left atrium, the patient became hypotensive and the tamponade was confirmed via intracardiac echocardiogram. A pericardiocentesis was performed and yielded an unknown amount of fluid. The patient was then stabilized. There is no information regarding extended hospitalization. Patient outcome is fully recovered. There were no factors cited that may have contributed to this adverse event. Physician¿s opinion regarding the cause of the adverse event is that the ablation catheter perforated the coronary sinus prior to transseptal puncture. It was noted that though the injury occurred at the beginning of the procedure, it was not noticed until after transseptal puncture and approximately 20 minutes of ablation. It was reported that the physician used the ablation catheter to map the right atrium and coronary sinus in order to place the coronary sinus catheter without the use of fluoroscopy. Transseptal puncture was performed with an unknown needle. Generator parameters were reported to be on standard settings and the power was not titrated during ablation. There was no ablation performed at the site of injury (coronary sinus). Irrigated catheter flow was set at 17ml/min during ablation. There were no error messages reported on any bwi equipment during the procedure. Patient received anticoagulant (heparin) during the procedure with activated clotting times maintained between 300-350 seconds.

Manufacturer narrative:
In the initial 3500a report, the UDI number was incorrect. The corrected UDI number can be found in the UDI field of this report. Due to the (B)(6) 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes (evaluation codes) will be added until the biosense webster system is also updated. Therefore the following codes apply: (B)(4). (B)(4). It was reported that a female patient in her 60s underwent an ablation procedure for atrial fibrillation with a thermocool® smarttouch® uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter functionality of the sensors were tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.